Event description:
It was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was 4.0 mmol/l.